Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that shortly after putting the driver onto patient support, the driver experienced a "system malfunction" alarm. The patient was switched to a back-up driver. The customer also reported "that there was no negative impact to the patient with regard to the tah support."

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a system malfunction alarm as well as left and right vacuum incorrect alarms. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included setting the driver to customer settings at time of complaint. The driver was power cycled at these settings five times without reproducing the system malfunction alarm or loss of vacuums. Failure investigation for this complaint was confirmed during alarm data review. The customer complaint was not replicated during testing; the root cause of the reported system malfunction alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported event. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a (B)(6) certified hospital, reported that shortly after putting the driver onto patient support, the driver experienced a "system malfunction" alarm. The patient was switched to a back-up driver. The customer also reported "that there was no negative impact to the patient with regard to the tah support."